Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple insulin pump error alarms, button error and frozen display. The customer blood glucose level during the event was unknown. Customer was assisted with troubleshooting. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. Customer stated that they perform a self test and test was passed. Customer stated that the alarm occurred immediately after a battery change. Customer stated that they were pushing buttons on the screen went dimmed, the insulin pump turn off and then it came on with logo came on for about 1 minute and then the red flash and then it vibrate. Customer stated that the insulin pump stuck with the logo screen. Customer reported that the time clock did not advance. Customer was able to clear the pump errors, power loss alarm and program insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.